Event description:
Patient was revised to address poly wear of the insert. Loosening of the tibial components at the cement/bone interface was also reported; however, the manufacturer of the cement used at the time of implantation is unknown. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.